Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire on mega needle driver instrument was broken. The procedure was completed with no reported injury. On 10-dec-2024 following additional information was obtained from site's clinical sales representative (csr): the instrument was inspected prior to use with nothing out of ordinary. Surgeon was retracting a tissue when broken cable was observed. The reported instrument did not collide with any other instrument or tool during the procedure. The issue was related to opening / closing of the grip. The issue was not related to left / right (yaw) motion of grips or up / down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of instrument. The protruding cable was related to opening/closing or up/down motion of the wrist. No fragment fell into the patient's anatomy. The instrument was available for return. No photographic images of devices were available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.